Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer is requesting support for speaker malfunction error message. There was no sound produced. There was no patient/user harm/injury related to this issue. The device was not in use when the issue occurred.

Manufacturer narrative:
The bench tested the device speaker and audio and confirmed that the device did produce an audible sound. The bench tech replaced the radio board - 453564530991, antenna - 453564510921, and proactively replaced the speaker - foxlink speaker - 453665031201. The device passed all functional testing. The device was operational after repairs were completed.